Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that patient suffered significant harm, conscious pain and suffering, physical injury and bodily impairment resulting permanent physical deficits, permanent impairment and other sequelae, all likely to continue manifesting in the future. No further information has been provided.